Event description:
It was reported that during a case, it was noticed that a piece of black coating from the shaft of the scissor tip had fallen off and was lying on the pt's stomach. When asked, the surgeon did not express concern and there was no reported injury to the pt.

Manufacturer narrative:
Final investigation showed that a portion of the insulation detached from the device. It was not possible to determine what caused the insulation to crack and detach during use.